Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery as the original implanted pump needed to be repositioned. The procedure was completed successfully. There were no patient complications reported.